Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the severely tortuous left anterior descending (lad) artery. The physician had planned to implant 2 stents overlapping. The lesion was predilated with a 2.50x15mm non-compliant non-bsc balloon catheter. A 2.50x28mm promus element stent delivery system (sds) was then advanced to the lad and deployed, it appeared well positioned and well apposed. However, following deployment the physician noted that the 2.50x28mm promus element stent had shortened on both the proximal and distal ends by approximately 5 mm altogether. The procedure was completed with the deployment of a second non-bsc stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.